Manufacturer narrative:
Follow-up #1: date of submission 02/09/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: on examination, the keypad was intact. The down arrow demonstrated intermittent unresponsiveness. All other keys are responsive. Removed keypad cover; contamination was found under the down key contact. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down buttons were under-responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.